Event description:
It was reported that a malfunction alarm occurred and pump shut off. Although requested, additional information regarding the pump shutting off was not provided. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 62 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.